Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that root cause was the dust adhering to the sensor of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the front panel leds blinked and error e300 occurred due to dust deposition on the sensor of the scope socket. After the dust was cleaned, the equipment worked well. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source had an error e300 and the front panel blinked. The issue occurred during routine inspection. There were no reports of patient harm.